Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging her onetouch verio iq meter was displaying a battery indicator after having charged it. The customer care advocate (cca) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began approximately 1 week prior to contacting lfs for assistance (exact date/time unknown). The patient reportedly manages her diabetes with an unknown type/dose of insulin through pump therapy and denied taking any action regarding her usual diabetes management routine in response of the alleged issue; she reported that she was unable to adjust her insulin levels as a result of the issue. The patient claimed that approximately 4 days later, she developed ¿high blood sugar symptoms¿ but did not specify what her symptoms were. The patient was reportedly rushed to the emergency room on (B)(6) 2013 at an unspecified time. She reported that her blood glucose was tested at the ER and the hospital staff told her that it was very high. The exact reading is not known. The patient was treated with IV fluids. It is not known how long the patient was in the hospital. At the time of troubleshooting, the csr noted the meter was not being used for the first time. The patient reported that she had charged the meter for approximately 2 hours but the battery indicator issue still remained. Replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because, the patient allegedly was unable to check her blood glucose due to the alleged issue, developed symptoms and was treated for hyperglycemia by a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
On (B)(6) 2013, the lay user/patient called lifescan (lfs) (B)(4) in response to a follow up letter she received from lfs regarding (B)(4) (battery indicator issue). During the follow up conversation with the onetouch verio iq was reading inaccurately low which allegedly caused/contributed to the adverse event and not the battery indicator issue.the new complaint information has been documented under (B)(4) and submitted in a new 3500a report (3008382007-2013-22098).